Event description:
It was reported one of the lead contacts was found to be invalid during a reprogramming visit. The sjm rep was able to successfully program around the contact. No further complications have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.